Event description:
Customer reported that the collimator was stuck and doesn't close

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.